Event description:
During coil embolization of the internal carotid artery, 2 presidio coils became stuck in the sl-10 microcatheter; however, both could be removed from the microcatheter. Both of these coils were returned without coil damage. Two deltapaq coils were deployed, but also had resistance and were removed from the microcatheter. After being removed from the microcatheter, there was difficulty removing the coils from the sheath for inspection. During analysis, one of these coils was found to be damaged. The microcatheter had not been replaced due to the any of the coil resistance. There was no serious injury of required intervention as a result of the event.

Manufacturer narrative:
(B)(6). Complaint conclusion: the product was returned for analysis; however, the microcatheter was not returned. Located 145.7cm off the proximal end is a severe kink on the delivery wire. Located at the coil¿s ball tip is a blood, protein, and contrast mixture. Both the dried blood pattern and the coil exhibited signs of compression (snaking). The coil¿s socket ring was pushed to the side and was bent. The coil had to be removed by backing it up and out through the sheath. Located off the proximal end of the coil, the seven secondary windings are undamaged. The distal secondary windings off the ball tip are damaged. The distal section and the tip of the coil had a copious amount of blood, protein, and contrast mixture adhered to it. The evidence suggests that distal interference inside the microcatheter contributed to the coil¿s resistance. The exact source of this interference cannot be determined. It also cannot be determined if the coil¿s damage was a contributing factor to the complaint or was the result of distal interference from inside the microcatheter. Concerning the coil unable to be pushed from the sheath, coil damage was found to the distal section. This most likely prevented the coil¿s advancement inside the introducer sheath. The exact source of interference that caused the coil damage cannot be determined. In addition; without the return of the sl-10 microcatheter used in the procedure; it cannot be determined if this component contributed to the complaint event. There was no evidence of a manufacturing issue; therefore, no corrective actions were taken. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.